Event description:
It was reported that a minimum fill notification occurred after the user attempted to reload their cartridge with 80 units remaining. A new cartridge was loaded to resolve the issue. There was no adverse impact to customer's blood glucose.